Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion continuously failing - out of acceptable range" was not reproduced. The device was tested for downstream occlusion test and it was passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream calibration values current reading with tubing was out of range. The force sensor required to be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion continuously failing out of acceptable range during testing in the biomedical service department. There was no patient involvement. No additional information is available.